Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the patient needed stat blood, once the blood started running the pump kept triggering "air-in-line". No product or photo was returned by the customer. The customer complaint of air bubbles/ air in line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 10015414 lot # unknown it was reported by customer that the patient needed stat blood, once the blood started running the pump kept triggering "air-in-line". Verbatim: evn2 4530820: issue: my patient needed stat blood, once the blood started running the pump kept triggering "air-in-line". I did everything I could think to do, flicking the tubing although there were not bubbles), tried 2 new channels, changed the pressure, cleaned the sensors, cleaned the dust off the tubing and nothing helped. The bag was small enough that changing to new tubing would have been pretty much pointless. We had to get a new unit and start over. It delayed the patient getting stat blood products and wasted blood.